Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-30-08 - equinoxe preserve stem 8mm. (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6) 315-35-00 - glnd kwire. (B)(6) 531-78-20 - shouldr gps hex pins kit.

Event description:
It was reported that this 61 y/o male patient was revised approximately 3 years 3 months post op. Patient complained of pain. Poly sheered off from the pegs. Patient was last known to be in stable condition following the event. Product not returning: chain of command due to recall hospital will not release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, g. The revision reported may have been the result of pain and glenoid disassembly as reported. However, it remains unclear whether the peripheral peg and center cage disassembly occurred prior to or during removal as the metal pegs of the cages glenoid are designed to disassociate from the polyethylene during removal. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.